Manufacturer narrative:
In this case, the patient suffered hemodynamic instability requiring resuscitation, when the device crossed the mitral valve (mv). As per the physician, the events were caused by the clinical condition of the patient (severely reduced lvef, pre-existing pleural effusion, tricuspid regurgitation and age), not well tolerating temporary changes of lv inflow/hemodynamics during maneuvering in the mv space with the implant device. Patients who present for transcatheter valve repair typically are non-operative and/or are high risk, have complex medical histories and multiple co-morbidities, including limited cardiac reserve that can impair tolerance to the procedure, such as low ejection fraction (ef), hyperdynamic ef, or ischemia due to underlying coronary disease. Anesthesia can also exacerbate these conditions. In addition, multiple vasoactive drugs can be administered during the procedure. As a result of these factors, intra-procedural hemodynamic instability and arrhythmias are anticipated and may require treatment with standard medical therapies, including additional vasoactive drugs and/or electrical conversion. Poor ventricular function, and/or inadequate coronary perfusion combined with fluid overload and difficulties with oxygenation can lead to a progressive state of decline that may not be recoverable, leading to cardiogenic shock and/or end organ failure and death. Patients with depressed cardiac function may require additional measures such as initiation of cardiopulmonary bypass (cpb), or insertion of an intra-arterial balloon pump (iabp) to effectively to stabilize hemodynamics. This is an expected and foreseeable side effect which has been clearly identified in the product labeling/IFU. Additionally, this event is clinically well known as being foreseeable and having a certain qualitative and quantitative predictability when the device is used and performs as intended. In the same way, this event is documented in the device master record, with an appropriate risk assessment; and it has been determined to be clinically acceptable in terms of the individual patient benefit. Additionally, the physician shared that in retrospect, for such a patient with hemodynamic compromised condition, he would consider primary implant of mcs before pascal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
H6 device code was updated to: patient-device incompatibility.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h10. In this case, the patient suffered hemodynamic instability requiring resuscitation, when the device crossed the mitral valve (mv). As per the physician, the events were caused by the clinical condition of the patient (severely reduced lvef, pre-existing pleural effusion, tricuspid regurgitation and age), not well tolerating temporary changes of lv inflow/hemodynamics during maneuvering in the mv space with the implant device. Patients who present for transcatheter valve repair typically are non-operative and/or are high risk, have complex medical histories and multiple co-morbidities, including limited cardiac reserve that can impair tolerance to the procedure, such as low ejection fraction (ef), hyperdynamic ef, or ischemia due to underlying coronary disease. Anaesthesia can also exacerbate these conditions. In addition, multiple vasoactive drugs can be administered during the procedure. As a result of these factors, intra-procedural hemodynamic instability and arrhythmias are anticipated and may require treatment with standard medical therapies, including additional vasoactive drugs and/or electrical conversion. Poor ventricular function, and/or inadequate coronary perfusion combined with fluid overload and difficulties with oxygenation can lead to a progressive state of decline that may not be recoverable, leading to cardiogenic shock and/or end organ failure and death. Patients with depressed cardiac function may require additional measures such as initiation of cardiopulmonary bypass (cpb), or insertion of an intra-arterial balloon pump (iabp) to effectively to stabilize hemodynamics. This is an expected and foreseeable side effect which has been clearly identified in the product labeling/IFU. Additionally, this event is clinically well known as being foreseeable and having a certain qualitative and quantitative predictability when the device is used and performs as intended. In the same way, this event is documented in the device master record, with an appropriate risk assessment; and it has been determined to be clinically acceptable in terms of the individual patient benefit. Additionally, the physician shared that in retrospect, for such a patient with hemodynamic compromised condition, he would consider primary implant of mcs before pascal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time. The complaint for patient does not meet anatomical considerations/screening criteria was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that patient conditions (severely reduced lvef, pre-existing pleural effusion, tricuspid regurgitation and age) may have contributed to the reported event. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : not returned.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where when the device crossed the mitral valve (mv) for the first time in elongated configuration, there was a sudden drop of blood pressure (below 50mmhg systole). When the physician attempted again to pass the mv, the blood pressure dropped to around 20/10mmhg systole (the baseline was already under 90mmhg). Patient was close to cardiogenic shock when entering the pascal with severely reduced ejection fraction (lvef 10-15 %). Advance management was needed during general anesthesia to maintain blood pressure. A drop in bp/lcos occurred when steering with the implant catheter into the mv. There was also interference with lv inflow, drop in stroke volume, and inotropic support was started. In a second attempt to deploy the device the patient again destabilized, and CPR was needed for half a minute (after device was retracted into the left atrium and changed to capture ready configuration), and also increase of catecholamine support. At this point, the different options of hemodynamic support were discussed, as the patient did not tolerate the maneuvers well, including ECMO or impella implantation. Patient then stabilized and the inotropic effect kicked in. In a final attempt with fast action, they were able to successfully deploy pascal ace. Patient was extubated shortly after in the cath lab and had a good reduction of mitral regurgitation (starting mr grade 4 and post-procedural grade 1). According to the physician, the events were caused by the clinical condition of the patient (severely reduced lvef, pre-existing pleural effusion, tricuspid regurgitation and age), not well tolerating temporary changes of lv inflow/hemodynamics during maneuvering in the mv space with the implant device. He also mentioned that for such a patient with baseline hemodynamic compromised condition, he would consider primary implant of mechanical circulatory support before pascal procedure. No air embolism had occurred and no association of observed microbubbles with the incident.